Event description:
It was reported by the customer that the pyxis medstation es system had repeated cubie failures in the drawer. The customer had tried to recover the drawer by rebooting the station, but the issue persists. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie repeatedly failed due to the faulty latch sensor. A field service engineer resolved the issue by reseating the latch sensor. The system functioned as intended after the field service engineer troubleshooted the device.